Event description:
It was reported that the ventricular lead exhibited noise. The lead was explanted and replaced on 6/26/2014. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.